Event description:
It was reported that the patient was experiencing inadequate stimulation and overstimulation. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Exact date unknown, event occurred a month ago from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500.. Model: sc-2317-50. Serial: (B)(4). Batch: 7071153/7071240.

Event description:
It was reported that the patient was experiencing inadequate stimulation and overstimulation. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1160 (sn: (B)(6)). The returned ipg was analyzed and monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue the ipg passed all the required functional tests and revealed no anomalies.